Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain and joint instability.

Event description:
Revision due to pain and joint instability.

Manufacturer narrative:
The engineering evaluation noted the revision was likely the result of loose supporting ligaments, which led to joint instability and pain.